Event description:
It was reported that in the (B)(6) 2014 the patient no longer had access to sound with his cochlear implant. Re-implantation is being considered.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.